Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The rv lead was deactivated, and the patient was given a life vest until a date could be scheduled for the procedure to occur. The patient was stable post changes.

Event description:
Additional information received indicated the rv lead was capped and replaced successfully on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
A4.